Event description:
Follow-up revealed the patient's infection has resolved and the patient is in stable condition.

Manufacturer narrative:
Manufacturer¿s evaluation: no product analysis will be performed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was hospitalized 4 weeks after being implanted due to an infection at the ipg site. Additionally, it was reported the patient had a viral infection in the lungs and stomach two weeks after the implant procedure. As a result, surgical intervention was undertaken to explant the scs system.